Manufacturer narrative:
Pending investigation. D10: stem 300-30-10. Reverse liner 320-36-00. Reverse humeral tray 320-10-00. Reverse glenosphere baseplate 320-35-07.

Event description:
It was reported via clinical study that the 68 year old female patient presented on (B)(6) 2023 with breakage of a component after undergoing a reverse shoulder procedure on (B)(6) 2022. The patient does not remember a specific injury. Other action taken: radiographic monitoring. The case report form indicates the event is possibly related to the device or procedure. Outcome is continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The compression screw fracture reported may be the result of progressive loss of bony support along the length of the screw from osteolysis consequently subjecting the tip of the compression screw to high loads resulting in the material fracture. However, the sequence of events, contributing factors, and reported failures cannot be confirmed and any potential contributions from user, or patient-related contributing factors to the event cannot be evaluated as the devices appear to remain implanted and no radiographs or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.